Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient was admitted for infection, renal impairment, and right heart failure and a cardiac catheter procedure was performed. On (B)(6) 2023, the patient had renal dysfunction with maximum creatinine level of 6.76 mg/dl. No dialysis was performed and the renal dysfunction was not thought to be related to the device. The patient also had a right heart failure with symptoms of ascites and peripheral edema. The right heart failure was not thought to be related with the device too. The patient also had a major bacterial infection of the lung and was treated with surgical and drug therapy. The cause of infection was depending on the patient's condition. Although the infection was not considered to be related with the device, it could not be ruled out too.

Manufacturer narrative:
E1: reporter email was not available. H6: additional clinical code - 4459 (pleural empyema). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6) and the reported events cannot be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, infection, and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the site of infection was empyema with an unclear source. It was suspected that the infection spread from a minor pneumonia to pleural effusion accumulated due to heart failure. The clinical symptoms were shortness of breath and lower leg edema. Various cultures were tested but all of them returned negative. A thoracentesis was performed for pleural effusion on (B)(6) 2023. The culture results of the drained pleural effusion was negative but the appearance was white and purulent, and neutrophil-dominant leukocytes were detected, which led for the empyema to be suspected. A computed tomography (CT) scan performed on (B)(6) 2024 showed the appearance of regional consolidation in the right lung, and pneumonia was suspected. Pleural effusion was also found in the left chest cavity, so drain insertion into the left chest cavity was performed on the same day. This pleural effusion was also negative in the culture test. Since the general condition of the patient gradually improved with heart failure treatment and antibiotic administration, the diagnostic findings were judged to be heart failure, pneumonia and pleurisy. The onset date of the renal dysfunction was reported to be (B)(6) 2023. The patient had increased creatinine level of 4.6 and symptoms of lower leg edema, shortness of breath, and weight gain. The patient had liver dysfunction pre-left ventricular assist device (lvad) implant and was considered to be a congested finding due to right heart failure. It was determined that the right heart failure had existed before the lvad implant. Treatment for the right heart failure was performed with rotational speed adjustment based on ramp test, catecholamine administration and release of respiratory load by thoracentesis. With this treatment, improvement of organ perfusion was observed. Except for the left pleural effusion, the edema and other symptoms had improved, and serum creatinine levels had decreased. It was believed almost all of the reported conditions have been resolved. Evaluations for the status of body weight and lower leg edema were performed at the outpatient clinic, and drug adjustment including diuretics was conducted.